Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was 380 mg/dl. Customer was advised to disconnect from the device. The drive support cap was normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.